Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Additional information was received (B)(6) 2013.

Event description:
It was reported that during an rafn procedure with spiral blade, while locking the spiral blade with the end cap, the 0mm extension end cap was reported to be too proud. The surgeon inserted the distal femoral nail, and then went to insert the helical blade. Surgeon then inserted the end cap and the end cap was sitting proud approximately 1.5mm-2mm. Surgeon backed out the end cap and the helical blade, surgeon used a different screw for the nail. Surgeon did not use the helical blade; surgeon was able to achieve a point of fixation with the screw. The spiral blade and end cap were explanted and the procedure was finished with a locking screw instead. Procedure was completed with no further problems. This is report 1 of 2 for this event.

Event description:
This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed the 04.013.049 ti spiral blade 85mm was received in a plastic pouch, along with a 04.013.000 end cap. The spiral blade was inspected for the purposes of this manufacturing evaluation. The edges of the flutes were found to be damaged and anodize was discolored in various areas of the spiral blade. The base of the spiral blade had numerous scratches on it. The anodize on the entire thread was discolored, indicating forced entry of another part. Raw material, overall length, thread, base diameter, slot to slot width and cannulation straightness were inspected. All features were found to be within the allowed specification except for the no go gage failure on the threads. The no go gage failure was marked as damaged due to the discoloration of the anodize on the entire thread which indicates forced entry of another part, causing the thread to open up. Since the thread was damaged and an accurate measurement could not be taken on this feature, this complaint is found to be indeterminate.